Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right partial fallopian tube- a spring like coil embedded within it') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and multiparous. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy: other/allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (c02 laser, bilateral robotic partial salpingectomy; essure reversal, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, depression, anxiety and psychological trauma outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, abdominal pain, back pain and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, embedded device, fatigue, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: the left fallopian tube appeared to have the essure device coiling back on itself. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per second followup pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2017: left ovarian hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Menorrhagia, hair loss, fatigue and the following ones were described in patient¿s medical records: 'right partial fallopian tube- a spring like coil embedded within it' quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome for previously reported events abnormal bleeding (vaginal, menorrhagia),fatigue, hair loss was updated to recovered/resolved based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right partial fallopian tube- a spring like coil embedded within it') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included endometriosis and multiparous. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain / pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (c02 laser, bilateral robotic partial salpingectomy; essure reversal, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, embedded device, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the left fallopian tube appeared to have the essure device coiling back on itself. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2017: left ovarian hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Menorrhagia, hair loss, fatigue. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: 'right partial fallopian tube - a spring like coil embedded within it'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received. Events per pfs; abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; fatigue; hair loss; pain; psychological or psychiatric problems, depression and mental anguish were added. Outcome of pelvic pain was updated. Patient's medical history and concomitant medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right partial fallopian tube- a spring like coil embedded within it') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and multiparous. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy: other/allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (c02 laser, bilateral robotic partial salpingectomy; essure reversal, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, depression, anxiety and psychological trauma outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, abdominal pain, back pain and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, embedded device, fatigue, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: the left fallopian tube appeared to have the essure device coiling back on itself. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per second followup pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2017: left ovarian hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Menorrhagia, hair loss, fatigue and the following ones were described in patient¿s medical records: 'right partial fallopian tube- a spring like coil embedded within it'. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right partial fallopian tube- a spring like coil embedded within it') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and multiparous. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy: other/allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (c02 laser, bilateral robotic partial salpingectomy; essure reversal, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, depression, anxiety and psychological trauma outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, abdominal pain, back pain and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, embedded device, fatigue, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: the left fallopian tube appeared to have the essure device coiling back on itself. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per second followup pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2017: left ovarian hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Menorrhagia, hair loss, fatigue and the following ones were described in patient¿s medical records: 'right partial fallopian tube- a spring like coil embedded within it'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: no new information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right partial fallopian tube- a spring like coil embedded within it') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and multiparous. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy: other") and psychological trauma ("psych injury"). The patient was treated with surgery (c02 laser, bilateral robotic partial salpingectomy; essure reversal, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, fatigue, alopecia, depression, anxiety and psychological trauma outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, embedded device, fatigue, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: the left fallopian tube appeared to have the essure device coiling back on itself. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding). Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per second followup pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2017: left ovarian hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Menorrhagia, hair loss, fatigue concerning the injuries reported in this case, the following ones were described in patient¿s medical records: 'right partial fallopian tube- a spring like coil embedded within it'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: abdominal pain, back pain, allergy, psych injury were added. Outcome for pain, bleeding and allergy added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.